Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4 h4: the device serial/lot number, expiration date, complete UDI and date of manufacture are unknown at this time. Investigation summary the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during during a medial meniscus posterior root tear procedure, the milagro inscr small size 5x23 device was being used when after drilling the tibia with a 4.0 mm hollow drill, the surgeon did pull-out the artificial ligament and attempted to fix it with the product in question. However, due to the hardness of the patient's bone, the tip of the product in question twisted off and broke off. Because the artificial ligament was fixed at the twisted end, the surgeon continued with the surgery. As usual, a cancellous screw was inserted in addition to the interference screw, and the surgery was completed. The surgeon believes that the fixation will be less than if it were not broken, but it is unavoidable. The artificial ligament was fixed, so the surgeon decided that was okay. The surgeons opinion is that because the screwdriver shaft was not inserted all the way to the tip of the implant, the torque would increase and the implant would twist and broke off, especially if the bone was hard. There was no harm to the patient. The surgery was completed successfully within 30 minutes surgical delay. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.